Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button traces in the rear response button cable. The root cause for the defective trace could not be positively identified' there was no death or adverse event associated with the monitor malfunction.

Event description:
On 03/08/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor and reported that the monitor response buttons weren't working.